Event description:
Revision surgery. The glenoid head disengaged from the taper and the one piece, all poly, humeral socket disengaged from the metal taper assembly. This report is for the humeral socket only. Report 1644408-2008-00029 will be submitted for the glenoid head.